Event description:
Discordant high immulite 2000 hcg results were generated on one (1) patient sample. A patient with a possible ectopic pregnancy diagnosis was given methotrexate (2 doses) to facilitate a miscarriage. The results following the medication were questioned by the physician. The laboratory repeated three samples based on the physician's request in order to determine if a surgical procedure was needed to complete the miscarriage. There was no known report of treatment given or withheld based on the discordant hcg results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.